Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The subject device was manufactured in december 2023. Based on the results of the investigation, the reported event (difficulty to remove loop from polyp) was likely, caused by the following mechanisms: mechanism 1: 1) the loop was placed around the body tissue. 2) the tube sheath was pushed forward. And the tissue was temporarily ligated with the distal end of the tube sheath. 3) the slider was pulled to tighten the loop. 4) because the distal end of the coil was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6) pulling the hook, caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 7) because the loop was trapped between the hook and the inner surface of the coil, pushing the slider did not release the loop. Mechanism 2: 1) the sheath was bent near the handle. 2) the operating wire could not move, because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed and broke, because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. However, the root cause of the event could not be determined. The event can be detected/prevented, by following the instructions for use (IFU), which state: ¿do not strike or crush the coil sheath during operation. Doing so, can damage the distal end of the coil sheath. Which, could make it impossible, to detach the loop after ligation. In this case, refer to section 12:, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual¿. ¿do not remove the loop from the hook, while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12:, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual¿. ¿do not hold the loop with the distal end of the tube sheath, while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12:, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual¿. ¿never use excessive force to operate the instrument. This could damage the instrument¿. ¿straighten out the portion of the instrument that extends from the biopsy valve¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the polyp was grabbed with the ligation device, but the snare wire broke and could not be removed, making it impossible to release. The handle and sheath were separated, and the snare was caught on the polyp but would not move. First, the scope was removed, leaving the ligation device inside the patient's body. Another scope and snare was inserted and the polyp was removed and retrieved. A loop cutter was inserted and an attempt was made to cut the ligation device, but it did not cut. The loop cutter was removed and an electrosurgical knife was inserted, and the ligation device was burned off. The procedure was completed and the patient's health was not impacted.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.